Event description:
On (B)(6) 2010, the pt was undergoing simple construct removal at l4-l5 for successful fusion. The surgeon was working with a mis approach. He was unable to loosen the closure tops with the incompass universal driver as it bent along the entire shaft while the surgeon was trying to back out the closure tops. Eventually, the surgeon was able to tighten the closure tops slightly and then back them out. The surgical delay was less than 30 minutes. Due to the successful fusion, there was no hardware reimplanted. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product is an instrument and not implantable. The product will not be returned and eval is pending upon completed investigation of the product.